Manufacturer narrative:
Device evaluated by manufacturer: wolverine cb mr, us 15mmx2.50mm, catheter was returned for analysis. Based on the potential hazards/failure modes identified and the compliant report, the following attributes were examined: the device was returned in two pieces. There was a complete shaft break present at 24.1 cm distal the end of the strain relief. Balloon: a visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. Blades/pads: all blades were intact within their pads and fully bonded to the balloon material. Hypotube profile: a visual and tactile examination of the hypotube identified a multiple hypotube kinks. Markerbands/ tip: the markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the device break. The 100% stenosed target lesion was located in the left anterior artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was broken. The procedure was completed with a different device. No patient complications reported.

Event description:
It was reported that the device break. The 100% stenosed target lesion was located in the left anterior artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was broken. The procedure was completed with a different device. No patient complications reported.